Event description:
It was reported that the tandem mobi cartridge alarm occurred during the loading process, causing concern for the customer. Despite the incident, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to reload the original cartridge and resume insulin therapy.